Event description:
It was reported that before use of the bd micro-fine¿ syringe 0.3ml 30x8 1/2u 100 italy plunger dose not run correctly causing inaccurate dose of insulin. The following information was provided by the initial reporter: the patient refers that pistons for syringes (320840) do not run correctly causing inaccurate insulin doses filled in the barrel.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for plunger rod difficult to move due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd micro-fine¿ syringe 0.3ml 30x8 1/2u 100 italy plunger dose not run correctly causing inaccurate dose of insulin. The following information was provided by the initial reporter: the patient refers that pistons for syringes (320840) do not run correctly causing inaccurate insulin doses filled in the barrel.